Manufacturer narrative:
(B)(4). Date sent: 11/07/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was there any change to the procedure or any repair required due to the cheese-wiring of the pancreas? Yes. If yes, please explain. The area stapled had to be over sewed. Was there any difficulty opening the device jaws? Yes. Surgeon stated that the jaws would not open even after going through the troubleshooting steps. If yes, how was the device removed from the patient? The device was forcibly removed from the patient. This resulted in the cheese-wiring of the pancreas. Surgeon mentioned that the staples were deployed but the tissue was not cut. If yes, did the jaws eventually open? Not known as product was discarded what was the product code of the cartridge (gst60t, ecr60d, etc.)? Not known, either a ecr60d or ecr60b. How was the procedure completed? The pancreas had to be over sewn which added a considerable amount of time to the procedure. Have not had any more additional information on status of the patient.

Event description:
It was reported that during a distal pancreatectomy and splenectomy procedure, the stapler jammed and was unable to fire once the pancreas was clamped - repeated attempt resulted in 'cheese-wiring' of pancreas. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).